Event description:
It was reported the scope socket of the xenon light source was wet in the inside. The issue was found during an esophagogastroduodenoscopy procedure, and it was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.